Manufacturer narrative:
Results = catheter.

Event description:
Journal reference: stetkarova l, sroubek j, vrba l, peregrin j, havrdova e, [effect of polus dose of intrathecal baclofen followed by pump implantation in severe spasticity in multiple sclerosis pts]. Ceska slov neurol neurochir. 2008;70(2): 190-195. In chronic-progressive stages of ms, pts often suffer from severe spasticity and therefore have difficulties with daily self-care, their quality of life is significantly worsened. High doses of oral anti-spastic drugs lead to excessive general adverse effects. In this study, we have demonstrated our experience with intrathecal baclofen delivery by a programmable pump device. The appropriate selection of pts is very important. Positive effects of the bolus administration have to be proved before the pump implantation. Reportable event: one pt had a slight inflammatory resection after the implantation around the point of catheter entry into the skin and after the application of antibiotics (klindamycin) a total regression occurred.